Event description:
Boston scientific received information that during an implant procedure, the left ventricular setscrews on this cardiac resynchronization therapy defibrillator (crt-d) could not be fully tightened. Two months later, during a procedure to implant an epicardial lead, the lv setscrews would not firmly hold a lead terminal pin in the header despite the setscrews being fully engaged. The lead terminal pin was removed and no setscrew marks were observed. The physician tightened the setscrews until the wrench ratcheted and because of this, the physician feels that the torque wrench was not engaging the setscrew to maneuver it up or down. The crt-d was explanted and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Initial analysis confirmed that the lv-ring and lv-tip setscrews were stuck in an up position. Technicians confirmed that the stuck setscrews could not be loosened with a standard model 6942 torque wrench. The stuck setscrews were finally freed from the ring using a calibrated torque watch tool, which showed that 22 inch ounces of force were required to move the setscrews. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed the clinical observations of the stuck setscrews which was most likely the result from exposure to a torque of 22 inch ounces or more.